Event description:
Per comments recorded on the returned device form, the patient's device was explanted three months after implantation due to persistent "intractable granulomatous and bacterial infection". Reportedly, the patient is being treated with systemic antibiotics and was doing well at the time of this report. Reimplantation plans have not been confirmed by the patient.

Manufacturer narrative:
This type of event is addressed in the device labeling.